Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both the right atrial and right ventricular leads were only able to capture and sense in unipolar and were not able to capture or sense in bipolar. The right ventricular lead was noted to also have low pacing impedance. The leads remain in use. No patient complications have been reported as a result of this event.